Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7f peel apart sheath loaded onto a vessel dilator and a j-tip guidewire were returned for evaluation. Visual, microscopic and dimensional evaluations were performed. Multiple bends and kinks were noted throughout the j-tip guidewire. Manufacturing site evaluation of the sample found several bends through the guidewire and it was observed that the j-tip was deformed. Therefore, the investigation is confirmed for reported deformation issue. The reported guidewire fracture issue in unconfirmed as no fracture was noted in the guidewire. However, the investigation inconclusive for the reported physical resistance and device damaged prior to use issue as the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the guidewire was allegedly found to be folded upon opening the package and was allegedly getting stuck while inserting into the dilator. It was further reported that the guidewire allegedly had bends and found to be fractured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly found to be folded upon opening the package and was allegedly getting stuck while inserting into the dilator. It was further reported that the guidewire allegedly had bends and found to be fractured. The procedure was completed using another device. There was no reported patient injury.